Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded silver metallic coils') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis, abnormal uterine bleeding, pelvic pain and procedural failure. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: gross description: the myometrium is tan to brown and velvety up to 2 cm in thickness. The specimen displays multiple embedded silver metallic coils, grossly consistent with essure device. No definitive masses or lesions are grossly appreciated. The attached left fimbriated fallopian tube measures 5.9 cm in length by up to 0.6 cm in diameter. The serosa is tan to purple and smooth. The fallopian tube is serially sectioned to reveal a pin-point to slightly spongy lumen with a silver metallic coil. The attached right fimbriated fallopian tube measures 6.5 cm in length by up to 0.7 cm in diameter. The serosa is tan to purple and smooth. The fallopian tube is serially sectioned to reveal a pin-point to slightly spongy lumen with a silver metallic coil.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded silver metallic coils') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis, abnormal uterine bleeding, pelvic pain and procedural failure. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: gross description: the myometrium is tan to brown and velvety up to 2 cm in thickness. The specimen displays multiple embedded silver metallic coils, grossly consistent with essure device. No definitive masses or lesions are grossly appreciated. The attached left fimbriated fallopian tube measures 5.9 cm in length by up to 0.6 cm in diameter. The serosa is tan to purple and smooth. The fallopian tube is serially sectioned to reveal a pin-point to slightly spongy lumen with a silver metallic coil. The attached right fimbriated fallopian tube measures 6.5 cm in length by up to 0.7 cm in diameter. The serosa is tan to purple and smooth. The fallopian tube is serially sectioned to reveal a pin-point to slightly spongy lumen with a silver metallic coil.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporter information, patient demographic details, essure removal details, action taken with drug added. Previously reported event injury updated to event embedded silver metallic coils. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.